Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference: 9680001-2017-00032, 2182269-2017-00058. At the end of an atrial fibrillation ablation procedure, a pericardial effusion was noted. Following completion of the procedure after all the devices were removed, the patient experienced chest pain. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.